Event description:
About two weeks post-op variable angle t-bolts appeared loose at l2. Pt was a trauma case and had a burst fracture with no anterior column support. Revision surgery performed on or about 10/13/97.